Manufacturer narrative:
The reported event of ¿lead bend inward really tight by the distal¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the distal region was bent. The cause of the reported event was isolated to the lead bent due to procedural damage.

Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) lead implant procedure. During procedure, the tortuosity in the patient's superior vena cava caused the rv lead to become bent and extremely deformed. The rv lead was not implanted, and a replacement rv lead was implanted on (B)(6) 2026. The patient had no adverse consequences due to the event.